Event description:
During a routine shift check by a clinician, the device's baseline railed to the top of the display and the device displayed a "defib pad short" message. There was no pt involvement in the reported malfunction.